Event description:
Arrive 2 clinical study 128 days post index procedure, the pt expired. The index procedure treated one target lesion. Target lesion 1 was located in a saphenous vein graft to the r-pda with 90% stenosis. The lesion was 12mm long with a reference vessel diameter of 3.5. Target lesion 1 was treated with direct placement of a 3.5 x 16mm taxus stent. Residual stenosis was 0% after deployment. Embolic protection was used. The pt was discharged from the hosp 1 day post index procedure receiving aspirin and plavix. Per telephone contact with the pt's daughter, the pt was admitted to a non-enrolling hosp with congestive heart failure (date unk) and expired on day 128. Cause of death per ecrf is "congestive heart failure". In the opinion of the physician, it is unk if there was a relationship between the taxus stent and the death. It is not known whether or not an autopsy was performed, and no other info is available regarding this event.